Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer's representative who was using an external neurostimulator (ens). It was reported that patient was tested for simulation vs procedural and chronic pain. Patient was able to confirm pain was only from procedural pain and chronic pain. Patient stated she was overwhelmed with the procedural pain, and the md and patient felt it was best for it to be removed. Mapped and tested for pain va stimulation. Patient was able to confirm she wasn¿t feeling stimulation but her normal chronic pain along with the procedural site pain. Cause was due to surgical pain.